Event description:
They reported that the system had a defective network. There were application errors. The net cable was pulled, and a sudden shutdown of the machine.

Manufacturer narrative:
(B) (4). The ge service rep replaced the pcb b386, hard drive, software. The system operates as intended.